Manufacturer narrative:
The malfunctioning device was returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
Leaking PICC. PICC removed and patient had piv.

Manufacturer narrative:
We received one used nutriline catheter connected to a non-vygon needle-free connector and a 3m curos disinfection cap. The catheter was shortened to the 11 cm mark. The catheter was easily flushed with a 10 ml syringe, and no leaks were detected. Even when using warm water (40°c) and applying additional pressure with a plunger, no leaks were observed. A further microscopic examination also revealed no damage to the catheter. As a result, this complaint could not be confirmed. A review of the component batch history records was performed, and no deviations were found. The batch complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter/set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA's complaint data shows that lot 23k004d had six reported complaints from two separate facilities. Two reported complaints originated from these facilities. Out of the six complaints, five were not related to manufacturing problems. Based on the investigation, there were no leaks or damage to the catheter, and the returned sample is functioning as intended. Therefore, we cannot confirm this reported issue and will not be taking any corrective action at this time.

Event description:
Leaking PICC. PICC removed and patient had piv.